Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 698 mg/dl and diabetic ketoacidosis. Customer indicated that the cannula was bent but declined high blood glucose troubleshooting. No further details provided.